Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0.370" offset at the tips. The grips were not found to have cracking damage. Additional observation(s) related to the customer reported complaint. The instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during central processing, the force bipolar instrument tip broke during sterilization. There was no report of patient involvement.